Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report. No product has been returned. And a valid serial number has not been provided. Adc product quality engineering (pqe) investigated the complaint about the freestyle librelink app (fsll) and determined, that there was no indication that the product did not meet specifications. As there was no available tracking and trending data at the time of the investigation. A tripped trend review was not performed, but the complaint will continue to be monitored. If the product data is returned, the case will be re-opened. And an additional extended investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
The customer reported, not being able to obtain readings. From his adc freestyle libre 2 sensor, when using the librelink application. As a result, the customer became hypoglycemic. And experienced symptoms of sweating, nausea, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucose, food, and water as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported not being able to obtain readings from his adc freestyle libre 2 sensor when using the librelink application. As a result, the customer became hypoglycemic and experienced symptoms of sweating, nausea, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucose, food, and water as treatment. There was no report of death or permanent injury associated with this event.